Event description:
It was reported that a volume discrepancy was found at the patient's first refill following implant. On (B)(6) 2012, the patient went for the 1st pump refill and the healthcare provider (hcp) pulled out all of the medication, meaning none had been dispersed. The expected residual volume equaled 30 mg but the actual residual volume was equal to 400 mg. Exact volume metrics were not provided. Diagnostic x-ray results indicated "there was a problem with the catheter"; however, the exact catheter issue was not provided. The patient was told another surgery was needed. The patient "never felt therapeutic effect". The patient stated that it "hurts my back" where the catheter was placed, and also reported their left foot had "gone numb" after surgery. The medication in the pump was baclofen. The patient and event outcome were not provided. Additional information has been requested, but as not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the patient couldn¿t keep her left foot straight. The pump got hit all the time by metal things and things that fell on it like a call button. Three or four months after the pump was implanted, it did not work because of a blood clot in the pump. The patient was emotionally ¿bankrupt¿.